Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lv lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported the lv lead was partially removed and not replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2010; 507652 implantable pacing, lead (B)(6) 2007. (B)(4).